Event description:
It was reported that impedance readings were >3600 ohms on all combinations with 2-7. The 8-15 combinations against themselves were in the normal range. The pt reported a loss of therapeutic effect on the left side when the stimulation was turned on, but still was getting good stimulation in the right leg and foot. The pt also experienced heart palpitations since approximately four days prior. An EKG was performed but the health care professional was unable to get a good reading due to interference. The pt was getting palpitations regardless of whether the stimulation was off or on. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.